Manufacturer narrative:
Additional narrative: (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, while the surgeon attempted to place a kirschner wire through the kirschner wire insert within the threaded drill guide, the kirschner wire was unable to pass through the guide. After the case, the device was inspected, and it was discovered the kirschner wire insert was bent and was no longer usable. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unknown kirschner wire (part# unknown, lot# unknown, quantity# 1); unknown drill guide (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).